Event description:
The issue occurred during inspection for use for an unspecified therapeutic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b3, b5, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image, unrestorable error code was not confirmed. However, the device failed the leak test and there chipping damage to the curved rubber adhesive, which may have contributed to the failure observed by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: the electrical connection with the system temporarily has deteriorated by insufficient connection due to such as dust, stain and foreign material adhered to the electrical contacts of the scope connector. As a result of confirming the scope appearance, we confirmed that glue of bending section distal sheath has damage including scratch and chip. According to the situation, the electric connection failure temporarily occurred due to physical stress (load) such as hitting or dropping on image sensor internal electric circuit in the image sensor unit mounted into the distal end section of the scope, hence the image signal output was adversely affected, and got unstable. The electric connection failure temporarily occurred, and the image signal output was adversely affected, the signal output got unstable due to: the electric load (stress) which was accumulated due to energization on the image sensor built in image sensor unit mounted in the distal end section of the scope, and on the internal electric circuit board including electric parts mounted in the scope connector, the static electricity, which was accidentally applied, overcurrent due to insertion/withdrawal occurred while the system is on. Additionally, it is presumed that an overcurrent was produced due to insertion / withdrawal while the system is on, or overcurrent from other devices or electric wiring, or dust or moisture on the electric contact of the system and video connector. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.